Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided.

Event description:
It was reported that the vestibular cortical bone fractured when giving torque to the implant leading to lack of primary stability. No other implant placed. Edema was reported as a result of the event. Graft performed prior to implant placement on (B)(6) 2023 with xenograft and membrane.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsv4b10, (imp,tsv,4.1mm,sbm,10) for evaluation. Visual evaluation was performed, there was signs of use identified. The implant had bone debris on its internal and external threads and was received with its bundled mount and screw. No damage or signs of malfunction that would have contributed to the event. Measurements match drawing. Device history record (DHR) review was completed for the subject lot number 1273160. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1273160 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : bone fracture and dental : functional : lack of primary stability. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. Lack of primary stability: a summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.